Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed.

Event description:
The complainant reported that during prepping, the impella console had a controller error alarm immediately after boot-up. There are no patient involved in this event.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Data review: console logs were consistent with what was reported in the complaint. Device analysis: console was tested after and the controller error was unable to be reproduced during testing. No abnormalities were observed while inspecting the connection between the 4-in-1 and the glass keyboard. Conclusion: the root cause of the controller error could not be determined due to the inability to be reproduced but was likely due to a communication breakdown during initialization of kbd to 4-in-1 communication. Device history review: the device passed all the post sterile inspection checks.